Event description:
Unknown substance found upon opening sterile pack on the syringe plunger.

Manufacturer narrative:
A complaint was received on 8/21/2024 reporting an unknown substance was found upon opening sterile pack on the syringe plunger. The sample has not been returned to deroyal for evaluation, however a photograph was provided for evaluation. A supplier corrective action request (scar) was issued to the syringe supplier becton dickinson, a response has not been received at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide a follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility medwatch report (4900240000-2024-8104) was received reporting unknown substance found upon opening sterile pack on the syringe plunger. This was identified prior to patient contact. The sample has not been returned to deroyal for evaluation, however a photograph was provided for evaluation. A supplier corrective action request (scar) was issued to the syringe supplier becton dickinson. Potential root cause was determined by the supplier becton dickinson to be associated with the molding process. The following corrective and preventive actions have been taken by becton dickinson quality alert will be issued to the plant. A device history record review was completed for provided lot number 4129092. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. The deroyal assemblers failed to do a proper visual inspection for defects/hair/debris prior to placing the product inside the tray. Deroyal employees were re-training on the workorder procedure to ensure awareness of this complaint and the importance of checking products for hair/debris/defects during the assembly process. Production records were reviewed, and no issues were found. An inventory check of the syringe was made by deroyal, a total of 150 of the 5-20056 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.